Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced jumping values and multiple examples: first the bg reading was 99 mg/dl and the cgm reading was 42 mg/dl, a bit later the values changed rapidly to 190 mg/dl on the cgm and the bg reading was 40 mg/dl. The patient was with the neighbour and was feeling weak and shaking. They took a bg reading which was low. The neighbour took the patient to his doctor and he was treated there with IV glucose. The patient declined to provide further information about the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when the patient was hypoglycemic. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.